Event description:
It was reported that an unspecified system error occurred during use on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of an unknown system error was identified as system error 2084 during a review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A review of the service history indicated that previous device servicing did not cause or contribute to the reported difficulty. The cause of the reported system error was undetermined. Should additional relevant information become available, a supplemental report will be submitted.